Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, mc1vr01-delsys/ expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 24-oct-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) system was unable to negotiate the right ventricle during the implant procedure. The leadless ipg system was removed and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.